Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/8/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast saline implant. During evaluation of the device it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. No further investigation will be conducted on this complaint. A manufacturing record evaluation (mre) was performed for the finished device number 185798, and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, lot #185798 . (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced right sided deflation without trauma post procedure. As a result, an explant was performed on (B)(6) 2019.